Event description:
It was reported that, after a right bhr construct had been implanted on (B)(6) 2013, the plaintiff experienced pain, limited mobility, elevated metal ion levels, metallosis and a femoral neck fracture. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff outcome is unknown.

Manufacturer narrative:
H10: additional information in b5, b6 and b7. H11: corrected information in d6a.

Manufacturer narrative:
H3, h6. It was reported that a right hip revision surgery was performed due to pain, limited mobility, elevated metal ion levels, metallosis and a femoral neck fracture. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup and the femoral head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the information provided, the source of the femoral neck fracture and metallosis cannot be confirmed, and it cannot be concluded that the femoral neck fracture and metallosis were associated with a mal-performance of the implant. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11: corrected information in h6 (health effect - clinical code and medical device problem code).

Manufacturer narrative:
H3, h6: it was reported that, after a bhr construct had been implanted on (B)(6) 2013, the plaintiff experienced pain, limited mobility, elevated metal ion levels, metallosis and a femoral neck fracture. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The devices were used in treatment. As of today, additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr head and bhr cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. With the information provided, the source of the femoral neck fracture and metallosis cannot be confirmed, and it cannot be concluded that the femoral neck fracture and metallosis were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal mdl. It was reported that, after a bhr construct had been implanted on (B)(6) 2011, the plaintiff experienced pain, limited mobility, elevated metal ion levels and metallosis. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff outcome is unknown.